Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of rewind motor errors or warnings. During testing, the pump's rewind function was found to be working properly. The original complaint of a slow rewind issue was unable to be duplicated. Unrelated to the original complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the rewind was slow. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.